Event description:
Customer reported that he was having issues with his reservoir not dispensing insulin to his infusion set. Customer's blood glucose level was not included in the report. Product is not being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.